Event description:
Pt was admitted to hosp in 2003 with exacerbation of chf. On telemetry, pt was noted to have pauses and non-capturing of the pacemaker portion of the ICD. Interrogation of device showed increased pacing threshold (3.0v @ 0.5ms) and decreased sensing (r-wave 6.6 mv), suggestive of ventricular lead dislodgement or malfunction. A cxr was done, showing worsening chf and lead position stable in the rva. The malfunctioning lead was a st. Jude model: 1570. Pt was discharged 6 days later, with a plan of anticoagulation for four weeks, then readmit for a ventricular lead revision. Pt to be seen in the outpatient clinic one month later.